Event description:
Per sales representative: customer called to report the driver blocks moved freely with the arms engaged. Also stated the screw that holds the driver arms in place was missing. Device was not dropped, bumped, or exposed to moisture.